Event description:
The customer reported that the system displayed an error messate. The system worked after a reboot.

Manufacturer narrative:
Results code 400 - error code displayed. The system was repaired, found to be operating as intended, and released to the customer for use.